Event description:
It was reported that the patient received 3 stents (B)(6) 2012 and 1 stent (B)(6) 2012. Post stent implantation the patient has been having severe diarrhea and gas. There was no reported intervention given. There was no reported patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is not returning. The lot number was provided. Review of the device history record is forthcoming. A follow up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of hypersensitivity (allergic reaction), as listed in the instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.